Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the dilating tip trocar internal "o" ring was lost in patient. Surgeon did not recover the "o" ring.